Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial lead was explanted and replaced due to oversensing and pacing inhibition. It was believed that this lead was micro-dislodged and both brady and tachy therapies had to be programmed off while the patient was in the hospital. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.